Event description:
Reporter alleged blood glucose measured 545 mg/dl and went to the emergency room where a professional meter measured 98 mg/dl within minutes of each other. No treatment was received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.